Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ long and painful periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), vaginal discharge ("urinary problem-vaginal discharge"), alopecia ("hair loss"), back pain ("back pain"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hystrectomy (full)/salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, alopecia, weight increased, hormone level abnormal, back pain, migraine, headache and vaginal haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, hair loss, weight gain, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal). Events onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), vaginal discharge ("urinary problem-vaginal discharge"), alopecia ("hair loss"), back pain ("back pain"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hystrectomy (full)/salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, alopecia, weight increased, hormone level abnormal, back pain, migraine and headache outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, hair loss, weight gain, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Events- back pain, migraine and headaches were added. Event pt term updated from urinary tract disorder to vaginal discharge. Event deleted: bladder problem. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), vaginal discharge ("urinary problem-vaginal discharge"), alopecia ("hair loss"), back pain ("back pain"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/ long and painful periods") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hystrectomy (full)/salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, alopecia, weight increased, hormone level abnormal, back pain, migraine and headache outcome was unknown and the dysmenorrhoea had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, hair loss, weight gain, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received- new reporter dysmenorrhea (cramping) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, alopecia, weight increased and hormone level abnormal outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, hair loss, weight gain, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, bladder problems, urinary problems, hair loss, weight gain, hormonal changes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.